Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro 2 broke inside the leg of the patient. The c-ring was intact during part of the harvest, but at some point it cracked. The c-ring was removed and it was intact. No pieces were left behind or in the patient. A new device was used. A pre-test was performed prior to use. There was no harm.

Manufacturer narrative:
Tw # 1457425 updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11 the device was returned to the factory for evaluation on (B)(6)2026. An investigation was conducted on (B)(6)2026. A visual inspection was conducted. Signs of clinical use and evidence of slight blood was observed on the arms of the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000516581 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that the vasoview hemopro 2 broke inside the leg of the patient. The c-ring was intact during part of the harvest, but at some point it cracked. The c-ring was removed and it was intact. No pieces were left behind or in the patient. No pieces fell off. Broken c ring was still attached to device. No additional incisions or procedure required due to the reported failure. A new device was used. There was no additional bleeding. A pre-test was performed prior to use. There was no harm.